Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown; unknown, unknown stem, unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no descrepancies relevant to the reported event were found. Revision op notes, pt notes, and x-rays were received and reviewed. Initial op notes were not provided. Per revision op notes, patient was revised due to loosened glenoid. The humeral component showed excellent ingrowth and was not loose at all. The loose glenoid was somewhat adherent to the posterior soft tissues. There was no evidence of glenoid fracture. A trial reduction using the previous humeral head showed a good fit and this was reimpacted. The patient was converted to a hemiarthroplasty as no new glenoid component was implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left shoulder revision approximately 2 months post implantation due to pain and loosening of the glenoid. Attempts have been made and additional information on the reported event is unavailable.